Event description:
It was reported that during transilluminated powered phlebectomy procedure, the pt received three small cuts on their leg when the mdu was laying on the pt and it was bumped. No other info is available for this incident.